Manufacturer narrative:
Product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. Initial reporter address exceeded the maximum allowable characters, address zip code is as follows: (B)(6).

Event description:
It was reported that the device cuts on and off without an alarm or error message. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed. Initial reporter address exceeded the maximum allowable characters, address zip code is as follows: (B)(6). It was reported that the patient appeared to be in a blue color and low spo2, however no low spo2 alarm generated.